Event description:
It was reported that a vns patient had a weight loss of 13kgs in 18 months. It was reported that, in (B)(6) 2016, the neurology team at the facility decided to disable the vns device. Further information from a nurse was received, indicating that the patient have not had the same event in the past, prior vns implantation. It was reported that before switching the device off, the vns settings were modified, by reducing the pulse width and the output current. It was reported that the last recorded vns settings were: output current 2 ma, pulse width 250 ¿sec, frequency 30 hz, on time 7 sec and off time 1.1 min; magnet output current 2.25 ma, magnet pulse width 250 ¿sec, magnet on time 30 sec. System diagnostics were reported to return impedance results within normal limits with 1649 ohms. No external factors were reported that could have influenced the reported event. It was reported by the nurse that the vns device was switched back on, after a week of being off, due to no improvement in appetite/eating and a ¿suspected underlying deterioration global development in the patient¿. The patient¿s device was ramped back up to the above mentioned settings, with 7 sec on time and 1.8 min off time. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. No further information was provided to date.

Event description:
Further information was received from the nurse, indicating that the deterioration was over the past 18 months rather than in the week with the vns turned off. It was reported that when the patient's device was turned back on, the duty cycle was left at a slightly lower percentage to allow more autostim lead stimulation. As indicated by the nurse, there was found to be correlation between clinical recorded seizures and autostimulations.